Event description:
It was reported that multiple cartridges were leaking from the o-ring. Reportedly, customer loaded a new cartridge to address the issue. Reportedly, the customer was admitted to the hospital due to a blood glucose (bg) level displayed as "high" with ketones identified as life threatening by a healthcare provider; however, no specific bg value was provided. Customer received intravenous treatment to address bg, details and nature of hospitalization were not provided. Reportedly, customer was discharged from the hospital 4 days later.